Event description:
It was reported that during routine follow-up, it was observed that ventricular signals were being intermittently oversensed on the atrial channel. The device remained implanted. The patient was asymptomatic and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information from 8/21/2015 reported additional instances of far r-wave oversensing on the atrial channel. It was observed that the oversensing would only occur during testing. Automated mode switch episodes were noted as a result. The patient was asymptomatic and would continue to be monitored.